Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. It was indicated the patient was in a procedure at the time of the oversensing/noise. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.